Event description:
A female born on (B)(6) 2010 has a past medical history of bronchopulmonary dysplasia (bpd). From (B)(6) 2010 to (B)(6) 2010, she received 4 parts per million (ppm) of inomax via inomax ds #(B)(4) and high flow nasal cannula with 35-40% oxygen for the treatment of bpd. Her baseline oxygen saturation ranged from 92 to 96%. On (B)(6) 2010, the inomax ds device went into electronic shutdown while the patient was asleep. Her oxygen saturation decreased from baseline to 82% for 30 seconds. The patient's fraction of inspired oxygen (fio2) was increased from 50% to 100% and her oxygen saturation quickly increased to 99%. The back-up delivery system, the inoblender was used while the inomax ds device was switched with another unit. The patient's oxygen saturation decrease resolved and remained at baseline during the switch. The respiratory therapist deems the oxygen saturation decrease mild in severity, not medically significant, and definitely related to the interruption of therapy that resulted of the device failure.

Manufacturer narrative:
On (B)(4) 2010, a respiratory therapist reported that the inomax ds, #(B)(4) stopped functioning while on a patient. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.